Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 15october2020: the physician thinks that the cause of the resistance was because of poor coating, however it is unknown. There was no calcification in the vasculature.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the dilator was inserted into the r2p destination sl sheath was inserted from the left radial artery for evt (endo vascular treatment). When the sheath was advanced to the upper arm, there was resistance and difficult to advance. The sheath was replaced by another sheath from a different lot to continue the procedure. Subsequently, the procedure was completed successfully. There was no health damage to the patient. The blood loss was less than 250c's.